Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the glistenings on the lens were noted. There was no patient harm, and no surgical intervention was required; the iol remains implanted in the patient's eye. Additional information was requested and received, stating the physician further clarified glistening as a material defect, he has no slit lamp images, and no explantation was planned. There are six medical device reports associated with this event. This report is for one of six.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).